Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the overheating reported.

Event description:
The core impaction drill was sent for eval due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.